Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had damage and motor error on the insulin pump. Customer's blood glucose was 140 mg/dl. Customer stated that the pump did not pass the tests. Customer stated that the pump did not deliver insulin and had cracks near the screen. Customer will obtain a new pump from the hospital.